Manufacturer narrative:
Date sent to the FDA: 7/16/2020 additional h6 patient code: 3191 - recurrence additional information: d3, e1, g1, g2 corrected information: d7 additional b5 narrative: it was reported that the patient experienced recurrence following surgery. Corrected b5 narrative: it was reported that the patient underwent removal surgery on (B)(6)2014.

Manufacturer narrative:
Date sent to FDA: 09/11/2020. Additional information: a2.

Manufacturer narrative:
Date sent to the FDA: 2/9/2022.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral hernia repair surgery on (B)(6) 2014 during which the surgeon noted mesh in the preperitoneal space. It was reported that the patient experienced severe pain, dense adhesions, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information was provided.